Manufacturer narrative:
The getinge fse confirmed that after the regulator was calibrated, the iabp worked normally. All functional and safety tests were performed to factory specifications, and the iabp was returned to the customer and cleared for clinical use. The full name of the initial reporter named in is (B)(4). He is a getinge employee with different contact details from that of the event site which are as follows: (B)(4).

Event description:
It was reported that when a getinge field service engineer (fse) checked the in-service diagnostic of the cardiosave intra-aortic balloon pump (iabp), the system showed fault code #77 over 727 times. There was no patient involvement, and no adverse event was reported.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. (B)(6).

Event description:
It was reported that after checking in service diagnostic, the cardiosave intra-aortic balloon pump (iabp) system had shown fault table code #77 over 727 times. There was no patient involvement, and there was no adverse event reported.